Manufacturer narrative:
The device ro 12 018 has been inspected for investigation purpose. The tests performed confirmed that the optical distance sensor was damaged. The defective part was replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery that optical distance sensor metal ring was damaged and the optical distance sensor was non-functional. There was no patient impact reported.